Manufacturer narrative:
The assignable cause of the event cannot be determined. A fluid handling issue with the immuno wash fluid (iwf) is suspected to be a contributing factor, but cannot be confirmed. The acceptable qc performance suggests a vitros phyt slide lot issue is not a likely contributing factor to this event. Acceptable within run marker precision testing indicates that the instrument can be ruled out as a contributing factor.

Event description:
A customer obtained lower than expected vitros phyt results from non-vitros quality control fluids on a vitros 5600 integrated system. Phyt result for qc fluid lot 40921 of <3 ug/ml verses an expected baseline mean of 5.15 ug/ml. Phyt result for qc fluid lot 40903 of 5.7 ug/ml verses an expected baseline mean of 21.6 ug/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There were no patient results reported outside of the laboratory. There was no allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient samples were not affected or would not be affected if the event were to recur undetected. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).